Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: his wife was just discharged from the hospital due to having a blood glucose (bg) of 740 mg/dl and experiencing severe weakness and severe tiredness. Husband states wife was admitted on (B)(6) 2013, was treated with an insulin drip and sent home (B)(6) 2013 on manual injections. While in the hospital it was discovered that the pump had a crack in the battery compartment. The husband states he noticed a 1 week ago that the battery cap couldn't be tightened on to pump, but the patient continued to wear the pump although battery cap was not able to be secured on pump. The husband does not know if pump has ever lost power but believes pump may have lost power on (B)(6) 2013 when the patient was admitted to the hospital. Husband states that battery cap is lost and he has no idea where it could be. Customer technical support (cts) was unable to troubleshoot pump and review history because there is not battery cap. The patient is currently not using pump and is on manual injections, but would like to restart pump therapy. This complaint is being reported due to the allegation that a patient on insulin pump therapy was hospitalized for hyperglycemia. Use error cannot be discounted as a contributing factor, as the patient knowingly used the pump without the battery cap being secured, and the user guide warns against this.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Use error cannot be discounted as a contributing factor, as the patient knowingly used the pump without the battery cap being secured, and the user guide warns against this.